Manufacturer narrative:
Image review: procedural fluoroscopic images were provided from the account in relation to the reported event. The proximal rca exhibited a cto with no flow to the mid or distal vessel. The vessel occlusion was present prior to attempted use of any interventional devices. The proximal rca was pre-dilated, restoring a degree of flow to the vessel. Coronary angiogram with contrast injection confirmed the presence of a calcified and difficult lesion on the bend from the proximal to mid rca. Multiple balloon pre-dilations were completed on the target lesion. This was followed by the delivery and deployment of a long stent into the proximal rca. This stent did not resolve the stenosis in the distal lesion. Therefore, further pre-dilation was completed on this area of the lesion. This was followed by the delivery and deployment of a shorter stent in the distal part of the lesion. Due to the difficult nature of the lesion the shorter stent was delivered with the assistance of the guide extension catheter. The stent delivery balloon appears then to have been used to post dilate the newly deployed stents. This resulted in flow being restored to the rca. No images were provided showing the attempted delivery and withdrawal without deployment of the stent that was reported for stent wire misalignment. Therefore, the mechanism of misalignment cannot be confirmed, but based on the vessel morphology the events appear to have been morphology related. Additional information: annex d codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per position specification, but due to stent misalignment the stent did not meet visual acceptance specification. Misalignment was evident to the distal stent wraps with struts overlapping. There was no deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Additional information: the lesion being treated was in the right coronary artery (rca). It was confirmed that the deformation occurred on the second attempt to deliver the stent. Event date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug-eluting stent to treat a moderately tortuous, mildly calcified le sion with 20% stenosis in the circumflex (cx) artery and left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the device had a stent burr, the whole body of the stent was not smooth. The deformation occurred when loading/advancing the device over the guidewire. It was detailed that the stent failed to cross the tortuous lesion the first time and the abnormal morphology was checked before a second attempted delivery. The patient is alive with no injury.